Event description:
It was reported to philips that the device had a failed pacing error when the operational check was run. There was no reported patient or user involvement and no adverse patient/user impact.